Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet using a steel contact detach infusion set, which persisted until a full supply change was performed; the user noted the removed cartridge appeared wet without visible cracks and was using a prefilled fiasp cartridge. Symptoms included an elevated blood glucose of 185 mg/dl without reported clinical manifestations. Outcomes included successful resumption of insulin delivery after supply replacement with continued monitoring and no hospitalization. Investigation included troubleshooting and education with guided replacement of the cartridge, connector, and infusion set. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion, with a suspected leak or compromised cartridge interface suggested by the wet cartridge, though no external damage was observed. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to infusion system components, resolved by supply replacement.